Manufacturer narrative:
The device was successfully explanted and replaced. Lead measurements were observed to be within normal limits when connected to a pacing system analyzer (psa). The leads remain implanted and in service with the replacement device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead underwent a cardioversion for atrial fibrillation (af). Two commanded shocks were delivered through the device in addition to external shocks. Subsequently, the patient presented to the hospital with complaint of chest pain. Interrogation of the device revealed that the ra and rv leads exhibited low out of range pacing impedance measurements ever since the cardioversion. Additionally, the rv lead exhibited low out of range shock impedance measurements. Boston scientific technical services (ts) discussed the possibility that the device was damaged by the cardioversion and recommended replacement. No adverse patient effects were reported.